Event description:
Information received by medtronic indicated that the customer stated that insulin pump was blank after a battery change. Customer stated that the contacts on battery cap was not missing or damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.